Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As soon as lot number will became available, the device history records will be reviewed as part of the investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4).

Event description:
It is reported that a biolox delta head, 12/14, 32 x -3.5 was implanted on (B)(6) 2005 and revised on (B)(6) 2015 due to breakage of the inlay manufactured by zimmer inc. Reported in (B)(4). In the revision surgery also the biolox delta head was removed.

Event description:
The product was implanted on right side and revised on breakage of ceramic device.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number all the information captured including g4 (date received by manufacturer) except b4. Additional: h2. Update: g4, g7, h10. An email was received on (B)(6) 2016 from ceramic head manufacturer "ceramtec", confirming that the ceramic head belongs to zimmer inc. Warsaw. The ceramic head will be included in the warsaw split case (B)(4). Therefore, the complaint (B)(4) at hand will be voided, please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).